Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the replacement of the pressure transducer printed circuit boards (pcbs) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to pressure transducer pcbs. A correction of fields #b5 describe event or problem, #d9 device available for evaluation? And # g2 report source were required. B5 - describe event or problem - previous describe event or problem: it was reported that the ventilator failed pressure transducer test during pre-use check. Corrected describe event or problem: it was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. D9 - device available for evaluation? - previous device available for evaluation: yes, corrected device available for evaluation: no. G2 - report source - previous report source: foreign, user facility, distributor; corrected report source: foreign, distributor.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's reference #: (B)(4).